Manufacturer narrative:
(B)(4) returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 06/30/2018 and strip open date is the month of (B)(6)2015. Strip storage is correct. Reviewed meter memory: a 90mg/dl (B)(6)2015 09:55:00 am fasting:yes. A 86mg/dl (B)(6)2015 08:46:00 am fasting:yes. A 112mg/dl (B)(6)2015 10:56:00 am fasting:yes. A 95mg/dl (B)(6)2015 09:10:00 am fasting:yes. A 107mg/dl (B)(6)2015 09:12:00 am fasting:yes. Memory concerns:the customer is concerned with the results of 90,86, and 95 in the meter's memory he takes medication to manage his diabetes but he cannot provide the names. He has not had any changes in his diet. He is concerned since his expected blood result is 125-135mg/dl and he is getting results lower than the range.